Event description:
Customer reported the unit was "found not heating prior to patient use and swapped out". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that upon initial testing of the unit the claim was confirmed. The power switch did not illuminate and unit did generate heat. Evaluation revealed a random power switch malfunction prevented the light lamp from turning on, but generated heat. The device history record review shows that the heater was working within specifications at the time of release. The approximate age of the unit is (B)(4) days. Based on the investigation performed, the reported complaint was confirmed. The unit is under warranty and will be repaired and returned.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the unit was "found not heating prior to patient use and swapped out". No patient involvement reported.